Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation that states upon examination it was found the patient has tooth chipping, crowding, misalignment, severe overjet and overbite. Dentist recommends patient to stop aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.